Manufacturer narrative:
The device was received 22-nov-2019. Complaints specialist performed applicable visual and dimensional analysis on the used returned delivery system. Complaints specialist received the delivery system in the following condition: balloon was tightly folded, indicating that no inflation or deployment attempts were made; guidewire notch and stent struts were noted to be damaged; stent was shifted distally past the delivery system's distal tip,. Applicable dimensional analysis on the returned device met product specifications. Functional analysis was not performed due to the condition of the returned device. Complaints specialist was unable to replicate inability to cross in a testing environment due to the condition of the returned device and due to procedural, anatomical circumstances, and / or other uncontrolled factors possibly related to the procedure itself. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for visual inspection of the stent and for stent retention. Risk assessment review indicates that advancement difficulty, stent damage, and loose / shifted stent are captured as a known potential hazard. Investigation is not yet complete. A follow-up report with additional relevant information will be submitted.

Event description:
On (B)(6) 2019, a (B)(6)-year old female patient with st-elevated myocardial infarction (stemi) presented for planned percutaneous coronary intervention (pci) of an unknown vessel. After pre-dilatation, a 4.0x18mm cobra pzf¿ coronary stent system was advanced toward the target lesion but unable to cross. A 3.5 x 16mm synergy stent was then placed at the target lesion. There were no adverse patient effects reported. The device was received 22-nov-2019 with extensive damage to the stent, with the stent was stretched and shifted distally past the distal tip of the delivery system, but not completely dislodged. Additional information was requested from the site.